Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 193, 86 and 250 mg/dl with a difference of 55%. Tests were done within 10 minutes. Patient's meter and test strip codes do not match. Patient did not experience any adverse events. No further information has been reported.